Event description:
Patient reported right side rupture diagnosed via ultrasound and confirmed via magnetic resonance imaging (MRI). Healthcare professional later reported right side capsular contracture- baker grade iii, "presence of single small cysts up to 0.2 cm", and "fibroadenomatosis". Device has been explanted.

Event description:
Patient reported, right side rupture. Diagnosed via ultrasound. And confirmed via magnetic resonance imaging (MRI). Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported right side capsular contracture- baker grade iii, "presence of single small cysts up to 0.2 cm", and "fibroadenomatosis". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. D9 date for the photo received, device is not returned. Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d2, d4, d6a, d6b, g2, g4, h4, h6. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Cyst-ndr: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.